Event description:
The customer reported to olympus that they observed an air/water leak from the universal cord. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: e216 scope communication error due to a damaged imaging unit. This report is being submitted for the malfunction found during evaluation (e216 scope communication error).

Manufacturer narrative:
The olympus service center confirmed the users reported issue (air/water leak) was during testing. In addition, testing did find leakage due to a cut or scratch. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the investigation, it is likely the event was caused by breakage of the image sensor unit. The following are likely causes of the breakage, including disconnection by stress of repeated use, external factors, handling of the device or the components mounted on the electric circuit board had a defect. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand using the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Operate the angulation control knobs and turn bend the bending section. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.